Manufacturer narrative:
Follow-up # 1 date of submission 16-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: during testing, the pump was unable to power on. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was corrosion on the display screen inside the pump. Additionally, the pump¿s black box and alarm history was not able to be downloaded due to the pump not powering on. The pump had no audible and no vibratory features and the display screened remained blank due the pump having no power. The returned battery cap was able to attach securely to the pump. The returned battery cap¿s height and width were within specification. The initial complaint about a power issue was confirmed in this investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power and moisture was in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.